Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (b)(6) 2026. According to the patient, on (b)(6) 2026, the pediatric patient experienced a skin reaction that was itching, redness, dry skin, extreme pain, skin tearing, open wound allergic reaction, and bleeding for several days under the entire patch area. The patient was seen at the hospital and wound drainage was performed. The patient was also treated with unspecified antibiotics. A photo of the skin reaction in the complaint record was reviewed. The photo was most likely taken some time after the skin reaction occurred. The photo shows skin discoloration over 2 separate old adhesive/sensor lines. There is no documentation of scaring or systemic involvement. At the time of the report the patient was stable but stated they had scar tissue. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Labeling indicates: Inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. redness, swelling, bruising, itching, scarring or skin discoloration).